Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient¿s contact for a pd patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient¿s contact reported the patient had been hospitalized due to trouble breathing. Followup with the peritoneal dialysis registered nurse (pdrn) indicated that the patient had surgery and was hospitalized on (B)(6) 2023. Upon follow up, the pdrn stated that the patient was hospitalized from (B)(6) 2023 to (B)(6) 2023 due to fluid overload with the symptoms of shortness of breath. Per pdrn the event was related to the draining issues with the cycler due to patients positioning. The patient is currently placed on backup hemodialysis (hd) and the pd therapy will be attempted later. This pdrn explained that the recent surgery was a new fistula placement and repositioning of the pd catheter (not a fresenius device). Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient hospitalization for shortness of breath due to fluid volume overload. However, there is no documentation to show a causal relationship between the cycler and the hospitalization. The patient had surgery to reposition the pd catheter (not a fresenius product). After the surgery it was noted that the patient was having issues with draining. The patient contact stated the patient could not complete treatment on the cycler or with manual exchanges. The pdrn stated the patient was able to complete part of the manual exchanges then stated the volume overload was due to draining issues related to the patient¿s positioning. Catheter-related complications frequently cause pd failure requiring transfer to hd. Approximately 4-20% of pd patients may have pd catheter malfunction affecting overall survival rate and quality of life. Based on the available information and no evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s hospitalization for shortness of breath due to fluid volume overload.

Event description:
A peritoneal dialysis (pd) patient¿s contact for a pd patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient¿s contact reported the patient had been hospitalized due to trouble breathing. Followup with the peritoneal dialysis registered nurse (pdrn) indicated that the patient had surgery and was hospitalized on (B)(6) 2023. Upon follow up, the pdrn stated that the patient was hospitalized from (B)(6) 2023 to (B)(6) 2023 due to fluid overload with the symptoms of shortness of breath. Per pdrn the event was related to the draining issues with the cycler due to patients positioning. The patient is currently placed on backup hemodialysis (hd) and the pd therapy will be attempted later. This pdrn explained that the recent surgery was a new fistula placement and repositioning of the pd catheter (not a fresenius device). Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.